Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests was performed and passed. Functional test was performed and passed. Internal visual inspection was performed and passed. The receiver log failed. An initialization issue was not found within the investigation window. The allegation was not confirmed. However, an error icon display was found in connection to the reported allegation. The probable cause of the error icon display could not be determined. No injury or medical intervention was reported.